Event description:
The lesion was a non tortuous, non calcified restenosis in the mid lad. After ptca, an ivus was inserted over the guide wire. The guide wire got stuck around the notch of the ivus catheter. The guide wire was removed from the body, and the guide wire coil was found to be fractured and was in two pieces. Both pieces were completely removed from the patient.